Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a pyxis medstation es system was experiencing problems with the insulin printer. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section h6 - updated adverse event problem (refer to coding manual). Section h11 - updated upon investigation of the actual device used in this incident it was determined that the malfunction was caused by driver issue. The technical support specialist reinstalled drivers to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.